Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 sensor and transmitter were newly placed and the ilet did not display cgm readings because the transmitter pairing code entered in the ilet was incorrect; the user reentered the correct transmitter code and the ilet began searching for the transmitter, with education provided to remain within close proximity during pairing. Symptoms included transient hyperglycemia with a reported peak of 206 mg/dl. Outcomes included no alerts for severe hyperglycemia, no backup therapy, no ketone testing, no medical intervention, no assistance required, and no immediate health effects. Investigation included guided troubleshooting and user education on correct transmitter code entry and pairing proximity. Investigation of this case revealed user programming error in the transmitter identification leading to temporary loss of cgm communication between the dexcom g6 and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect device setup.